Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that main drawer 6.1 failed to open and was emitting a clicking noise, identified a damaged retractor band, and informed the customer that a replacement part needed to be ordered with plans to return to complete the repair. The fse then addressed an existing issue with main drawer 6.2 by replacing the retractor band, reseating the cable connectors, rebooting the system, and successfully testing functionality using hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.